Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.

Event description:
Update rec'd 05/07/2015- sales rep reported revision surgery. Patient revised to address pain in both hips. The stem and sleeve are being added to the complaint for previously alleged elevated metal ion levels. The stem remained in situ.